Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
A customer contacted magellan technical service (ts) to report a patient false negative (patfn) result while using the leadcare® ii blood lead test system (analyzer sn#: (B)(6) with test kit lot#: 2324m-04). The customer stated that a patient test result was reported as "low"; however, the confirmatory venous blood lead level (bll) was 12.1 g/dl. The customer informed magellan that this same patient previously had a confirmed elevated blood lead test result. No additional information about the patient was provided to magellan. The customer stated that level 1 and level 2 controls for this test kit were tested, and were confirmed to be in range, prior to commencing testing of patient samples with the leadcare® ii blood lead test system. A discussion with the customer revealed that they did not follow all instructions for sample collection, sample preparation, and testing. Ts reviewed these instructions with the customer and also provided the following instructional material to the customer: cdc capillary collection video, test kit instructions for use, leadcare® ii blood lead analyzer user's guide, and cdc finger stick poster. The customer also reported to ts that corrosion was visible on the leadcare® ii analyzer sensor pins. The attached image file, "mag-cc-05942 corroded pins.jpg", was sent to ts as documentation of the observed corrosion. Ts sent a replacement analyzer and test kit to the customer, and requested return of analyzer (sn#: (B)(6) and test kit (lot#: 2324m-04). The returned product was received by magellan on 01-dec-2023. The returned analyzer (sn#: (B)(6) would not power on and pass the power on self test (post) so magellan was not able to use it for complaint investigation testing. The analyzer sensor pin corrosion was confirmed as documented with attached image file, "mag-inv-1037 pin corrosion (B)(6) pic.jpg". The suspect lot: 2324m-04 test kit was evaluated using two magellan qc testing leadcare® ii analyzers, sns#: (B)(6). Level 1 and level 2 controls (from the returned customer test kit) and donor sample (B)(6) preps were tested in duplicate on the magellan analyzers. All control sample preps were in range, and donor sample (B)(6) results were "low" (i.e., >3.3 g/dl) as expected. The confirmatory blood lead level (bll) gfaas test result for the donor sample was 0.42 g/dl. Therefore, magellan diagnostics was unable to reproduce the customer's claim of a patfn. See attached "mag-inv-1037 lab-data-sheet on (B)(6) 2024" for in-house test data.